Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle was inconclusive due to poor sample condition. One guidewire was returned for evaluation. The proximal end of the guidewire appeared to have been trimmed prior to return. The cut segment containing the weld tip was not returned. Microscopic inspection of the returned guidewire segment did not reveal any additional deformation or kinks. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. The reported event description indicated the guidewire was cut in order to continue the use of the device; however, the alleged damaged segment was not returned. Since the damaged section could not be inspected, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported, "the head nurse of oncology department performed the catheter placement. During placement, the guide wire was inserted after successful puncture. The operator planned to cross the distal end of the guide wire into the dilator of micro-introducer sheath, but failed. After the distal end of the guide wire was cut off, the catheter was placed successfully."

Event description:
It was reported, "the head nurse of oncology department performed the catheter placement. During placement, the guide wire was inserted after successful puncture. The operator planned to cross the distal end of the guide wire into the dilator of micro-introducer sheath, but failed. After the distal end of the guide wire was cut off, the catheter was placed successfully.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.